Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the sleeve is not in correct position per the print and has been damaged. There is also a fracture of the metal tip. Dimensional analysis of the inserter found that product feature f3 was non-conforming to print specifications as there is step near the main handle. The sleeve could not be measured due to the damage. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Model: (01) 00880304520820. Report source: foreign- the event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device did not perform as intended out of the package. The sleeve was not in the proper position. When the surgeon tried to forcibly use it, the tip of the inserter fractured. The patient did not retain any foreign body. No further information is available at the time of this reporting.